Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that an error occurred. It was noted that the main printed circuit board (pcb) was contaminated, the output connector assembly was broken, hanger assembly was contaminated, upper case was broken and contaminated, keypad flex was contaminated, encoder assembly and four knobs were contaminated, lower case was contaminated, display flex was cpontaminated, four display grommets were contaminated, insulator label was contaminated, four display frame screws were contaminated, four encoder nuts were contaminated, six main pcb screws were contaminated, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance/inspection an error persistently occurred on the external pulse generator (epg). The status of the epg is unknown. There was no patient involvement. It was further reported that the epg was returned.